Event description:
A malfunction on the pump was reported by a caller. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump while being advised to call back if the issue resurfaced.